Event description:
It was reported that the hypothermia pad was leaking fluid. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the hypothermia pad was leaking fluid. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After inspecting the device, speaking with a subject matter expert, and a review of previous similar complaints, it was identified that a likely level cause as to why the blanket had been leaking is from an external sharp object puncturing the blanket allowing it to leak.